Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced insulin cartridge leakage during the fill process when using ilet connect/adaptors with fiasp cartridges, characterized by visible leakage while advancing approximately 20 units through the fill tubing and difficulty turning the ilet connect after cartridge insertion; the patient then replaced the connector, re-used the same cartridge without further leakage, and resumed insulin delivery with no impact on blood glucose and no alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting and education on correct assembly, specifically placing the cartridge into the chamber first and then inserting the adaptor to ensure alignment. Investigation of this case revealed user technique and potential incompatibility or obstruction associated with the consumables as plausible contributors, with no evidence of device malfunction reported during subsequent use. It was concluded that the event was related to use error or consumable-related performance, with no patient harm and device function restored after proper assembly and component replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.